Event description:
It was reported that a balloon rupture and dissection occurred. A percutaneous coronary intervention (pci) was performed on a severely calcified proximal right circumflex (rcx). A 2.50mm x 12mm nc emerge balloon was advanced to the target lesion and was inflated once for a few seconds at 12 atmospheres, but the balloon ruptured. The device was removed intact successfully from the patient a 2.50mm x 8mm nc emerge balloon was then advanced to the target lesion and inflated once at 18 atmospheres, but the balloon burst and a dissection occurred. The device was removed intact successfully from the patient. It was noted that two nc emerge balloons burst and the second one generated the dissection. It was noted that the dissection was not flow limiting. To complete the procedure, a non boston scientific balloon was used and a stent was deployed to cover the dissection. No further patient complications resulted from this event. The patient was reported to be well and fully recovered post procedure.

Event description:
It was reported that a balloon rupture and dissection occurred. A percutaneous coronary intervention (pci) was performed on a severely calcified proximal right circumflex (rcx). A 2.50mm x 12mm nc emerge balloon was advanced to the target lesion and was inflated once for a few seconds at 12 atmospheres, but the balloon ruptured. The device was removed intact successfully from the patient a 2.50mm x 8mm nc emerge balloon was then advanced to the target lesion and inflated once at 18 atmospheres, but the balloon burst and a dissection occurred. The device was removed intact successfully from the patient. It was noted that two nc emerge balloons burst and the second one generated the dissection. It was noted that the dissection was not flow limiting. To complete the procedure, a non boston scientific balloon was used and a stent was deployed to cover the dissection. No further patient complications resulted from this event. The patient was reported to be well and fully recovered post procedure. It was further reported the 2.50mm x 12mm nc emerge balloon ruptured at 12 atmospheres. It was noted that ultimately, no negative consequences resulted in relation to this event. However, due to the balloon rupture, a long spiral dissection occurred in the rcx.